Event description:
Philips received a complaint on the device efficia dfm100 indicating that on the monitor setting, the screen shows a message ¿therapy not available due to disabled equipment¿, and at the top, says therapy disabled: run op check. When attempting to run the op check, at the stage of pressing charge and then shock, the device says shock button: not tested, and ¿no shock delivered¿. There is no physical damage to the device. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device onsite and determined that the therapy was disabled due to a defective therapy pca (printed circuit assembly). After replacing the dfm100 assy therapy (B)(4), the issue was resolved, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective therapy pca. The root cause of which could not be determined. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that there was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. After replacing the therapy pca, the issue was resolved, and the device was back to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint that the efficia dfm 100 defibrillator failed to deliver the therapy. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The efficia dfm100 pca (sn (B)(6)) was returned to philips for additional analysis. The fse evaluated the device onsite and determined that the therapy was disabled due to a defective therapy pca (printed circuit assembly). After replacing the dfm100 assy therapy ((B)(6)), the device returned to full functionality. However, the complaint was escalated for technical complaint investigation, and the results indicate that the therapy was disabled due to defective pca (printed circuit assembly) c123. After repair, the device passed operational check and general testing. Device functioned to supply therapy as expected per design.